Event description:
The customer reported having recent high blood glucose values, with a reported value of 576 mg/dl. During the phone call with the helpline. The customer reported being unable to calibrate the insulin pump to a sensor. The customer was unable to troubleshoot during the phone call. The customer was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.